Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the upper common femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size 3-5mm. The angiogram also revealed a moderately high stick. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was inserted with difficulty at the sheath tip. The balloon was filled with 50/50 contrast to verify that the balloon was outside of the sheath (but not to navigate balloon back to the arteriotomy). After the closure, the patient was sent to the holding area and then discharged without any complications noted. The patient called the physician's office the next day with a complaint of ipsilateral leg pain and was seen by the physician. The patient's pulses were normal. An abi (ankle brachial index) and arterial doppler was ordered. The patient was sent home. The results from the abi and arterial doppler came back positive. The patient was called back into the physician's office where her pulses were re-assessed and her pulses had diminished. The patient was consulted for vascular surgery and sent home. The patient then went to the ER and was seen by the vascular surgeon there where a surgical procedure was performed. Intra-operative images revealed an iliac dissection (which was stented). The cardiologist stated that the vascular surgeon reported that the peg was removed from the superficial femoral and popliteal arteries using a fogarty balloon.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device, the reported failure could not be physically investigated or confirmed. The review of the lhr (lot f1225504) indicated that the device lot met all established performance criteria prior to shipment.